Event description:
Reporter alleged at 11:30 pm blood glucose measured 156 mg/dl back to back with a result of 64 mg/dl when testing was performed within 10 minutes of each other. It was stated before obtaining the back to back readings, customer obtained a glucose result of 115 mg/dl at 9:00 pm; however, customer did not have any high or low glucose symptoms at the time. Reporter indicated self treating with dietary adjustments. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.